Manufacturer narrative:
This report is being updated to report investigation findings. The device history record (DHR) for the complaint device could not be reviewed as the serial number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. The definitive cause of the reported event could not be established. There was no report of device malfunction.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in the literature titled "endoluminal appendectomy: the first description in humans for acute appendicitis", a patient experienced abdominal pain and low grade fever on the first post-operative day requiring medical intervention. In this case study, a (B)(6) year-old male presented with vague lower abdominal pain and fever. Two days earlier, an ultra sonography showed an enlarged appendix. A colonoscopy was performed to investigate synchronic lesions and showed only a purulent discharge from the appendiceal orifice. Pathological assessment confirmed acute appendicitis. The authors described the first procedure to remove the appendix using colonoscopy during acute appendicitis presentation using a handmade double channel colonoscope prototype with an adapted 20 fr nasogastric tube, along with olympus shark tooth grasping forceps, endoclips, and endoloop and a boston scientific standard diathermic snare wire loop. The patient experienced abdominal discomfort and low-grade fever on the first postoperative day. He received ceftriaxone 2 g/day and metronidazole 1.5 g/day for 2 days; oral diet was started on the same day. On the second postoperative day, the patient¿s condition improved, without any report of pain.